Event description:
It was reported by the patient that her leg was crippled and she could not walk for several months post injection. The patient is still wearing a brace. No additional patient consequences were reported.

Event description:
No additional event information is available at the time of this report.